Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that one time when the patient was traveling out of the country, she turned stimulation off to go through security and couldn't turn stimulation back on for several days. It was noted that the patient would set off security alarms at stores at (B)(6) time. The patient thought it was a button issue of the programmer and somehow got it turned back on. There was no out of box failure. The patient programmer (pp) issue occurred just before she became due for an implantable neurostimulator (ins) replacement due to normal battery depletion. They replaced the ins and gave her a new remote and that resolved the pp issue. The issue had been occurring since (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.